Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon evaluation, it was noticed that the pressure regulating balloon (prb) had fluid loss. As a result, the aus was explanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.